Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They reported the cutter didn't seem to be cutting and sealing well with the setting at 3. A piece of the coating on the jaw came off in the leg but was retrieved with no patient effects. No extra incisions and case delayed a little as they had to remove the chipped piece. A new kit was opened to complete the case.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22)the device was returned to the factory for evaluation on 11/02/2021. An investigation was conducted on 11/08/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on the base of the cold jaw was observed to be peeled away, exposing the metal portion of the base of the cold jaw. The peeled away gray silicone insulation was returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.